Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a smart pass under-sensing event with asystole. There was approximately 30 seconds of no cardiac detections apart from noise. The patient was seen in-clinic and performed exercise testing. Data analysis was performed, and boston scientific technical services suggested that the healthcare professional review the patient's underlying disease and reason of asystole. There was no option to clearly measure and see heart rate before and after asystole as the rate gap was long thus not enough s-ECG stored. They may consider the other means of treatment such as holter monitoring, adding pacemaker or changing drug treatment. The high voltage (hv) impedance is trending normally, there are no suspicious findings in the device data. The system seems to be working as expected. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.